Event description:
Physio control lp 500 automated external defibrillator failed to sense pads attached to the device. The pads were in date and properly attached to both the pt and the device. The pt was unable to be defibrillated due to this malfunction. The initial rhythm on the lp 12 appeared to ventricular fibrillation. Defibrillation was accomplished using the lp 12 and the same pads that were initially placed on the pt. The failure of the AED resulted in atleast a 5 min delay in defibrillation. The device was serviced on 10/02 by a physio tech and it was reported that there was a failure of the "circuit board". Documentation is available on request.